Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer used reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m42327800, frequency and expiration date unspecified). The first time consumer used the tooth brush, and the handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer used reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m42327800, frequency and expiration date unspecified). The first time consumer used the tooth brush, and the handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned and the lot number provided; m42327800, was an invalid lot format; therefore a batch record review was not performed. A review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case will be investigated accordingly upon receiving the sample. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from m42327800 to 18711sg m3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush lot 18711sg m3 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip and packaging was not returned. It was observed that the product defect was not due to a manufacturing occurrence and it was manufactured according to the specification. The material of the handle had been changed, validated and released. Based on the information available, this device was used as intended for treatment. The toothbrush broke due to high compression forces. It was verified that during the validation the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer used reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m42327800, frequency and expiration date unspecified). The first time consumer used the tooth brush, and the handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned and the lot number provided: m42327800, was an invalid lot format; therefore a batch record review was not performed. A review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case will be investigated accordingly upon receiving the sample. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer used reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m42327800, frequency and expiration date unspecified). The first time consumer used the tooth brush, and the handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned and the lot number provided; m42327800, was an invalid lot format; therefore a batch record review was not performed. A review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case will be investigated accordingly upon receiving the sample. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from m42327800 to 18711sg m3. This report remains a reportable malfunction case in the united states

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.